Event description:
Customer reported that down arrow button on the insulin pump is not properly responding. He has to press the button very hard to get it to work. Blood glucose value is unknown. Customer stated that he wanted to place the order for a new insulin pump and continue using his current device in the meantime. Customer did not want a loaner insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.